Manufacturer narrative:
It was reported that this lead was not available for return. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited increased threshold measurements. The outputs were increased at that time with no further issues reported. Additional information was received which reported that the lead had been implanted on the bundle of his, and was no longer capturing even at high device outputs. The lead was therefore explanted and replaced. No additional adverse patient effects were reported.